Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other patient complications were reported by the hospital. This report is for second seal.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed. The lhr review could not be completed, because the lot number was not provided by the hospital.